Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's spouse that the customer had high blood glucose. In addition, the insulin pump alarmed motor error and no delivery. The customer stated the pump was able to rewind. The customer's blood glucose was 400mg/dl. Advised customer that the insulin pump will be replaced, customer agreed. Advised to discontinue and revert to back up plan.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no motor error alarm and no excessive no delivery alarms noted. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked reservoir tube lip noted.